Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
At the end of an ablation procedure, it was noted that the sheath had a nick in it. It is alleged that the nick could have been caused by the perclose needle. There were no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One fast-cath introducer sheath was received for evaluation. The sheath had been perforated proximal to the distal tip. Review of the device history record was not possible as the lot number is unknown. The cause of the reported event remains unknown.